Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: a report has been submitted regarding this product, noting that during use, specifically when connected to an IV set, it failed to allow fluid flow. The affected quantity totals 50 units; one sample is available for return, though no accompanying photographs are available. A "green channel" expedited claim is requested, requiring the issuance of both a formal complaint response letter and an acknowledgement of receipt. Batch no.: 25025396, expiration date: 2028/2/19 batch no.: 25105089, expiration date: 2028/10/1 additional note: the customer reported that every single mz connector used failed to allow fluid flow, or alternatively, required excessive force to tighten (in which instances, nurses were subsequently unable to unscrew them after use). The IV sets used in conjunction with these connectors were from the "jierui" brand; one such IV set will be returned along with the product sample. The customer currently holds an inventory of 180 units; they request that these be replaced with a full case of product featuring a different batch number. Regarding the remaining 80 units, the customer intends to retain them temporarily for emergency use but requests that replacement samples be provided as compensation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.